Event description:
It was reported that the tip-up fenestrated grasper was defective but not additional information was provided. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: unfortunately I could not collect any further information about it because we only receive the defective instrument from the op or the rumed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.